Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. Device investigation summary: during visual inspection of the device it was observed with no apparent damage. Leak testing was performed and it revealed an area of delamination without leak.no additional anomalies were observed. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture. It is possible that the defect observed on the right implant was the area of delamination found during the leak testing. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on (B)(6) 2020, mentor became aware that the patient also experienced bilateral rupture. This report is for the patient's right-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: defective device and pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent breast augmentation with mentor memorygel breast implants (550cc on the left side and 525cc on the right side) and experienced bilateral pain, rupture on the left side and unspecified defective device issue on the right side post-operational. As a result, the patient underwent device removal and replacement with competitor products on (B)(6) 2019. This report is for the patient's right-sided device.

Manufacturer narrative:
Additional information: on august 12, 2020, mentor became aware that the patient also experienced capsular contracture on the right side. On august 22, 2020, the product investigation was updated. Updated device investigation summary: during the visual evaluation of the device, no apparent damage or anomalies were observed. Leak testing was performed and it revealed an area of delamination at the juncture of the shell and patch without a leak. Unfortunately, after thorough analysis, we were unable to confirm your reported event. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This report is for the patient's right-sided device. Manufacturer's reference number: (B)(4).